Manufacturer narrative:
The subject device was returned to omsc for evaluation. The investigation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that body fluid flowed back from the insufflation tube side and entered to the insufflation inlet at the end of the procedure. After the procedure, the user removed the tube and put a cotton swab inside the subject device through the insufflation inlet, and blood adhered on the swab. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation, there was the possibility that this phenomenon was attributed to condition of the filter usage or connection with other devices. Olympus stated the appropriate handling of uhi-3 and the counter measures against abnormalities in the instruction manual of uhi-3.